Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2019-00692. Follow up information identified the patient underwent surgical intervention wherein the patient¿s left lead was explanted and replaced with a new model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00692. It was reported that stimulation was unable to increase amplitude. Diagnostics revealed high impedances on the patient¿s left lead. Reprogramming was unable to provide effective therapy. To address this issue a surgical intervention is planned . Note: both of the patient's leads are being reported because it is unknown which lead is liable.